Event description:
Healthcare professional reports a pt complained of a warm sensation, itching and shortness of breath 30 minutes into the pt treatment. The pt was also noted to have pulmonary edema with dyspnea and wheezing. Bp at time of event= 142/73, pulse= 83. The pt was removed from the treatment nd treated with 5l oxygen per nasal cannula, 25mg benadryl and a nebulizer treatment. The pt was then transported to the hospital for observation. A hemodialysis treatment was performed in the hospital using a cellulose acetate membrane. The pt was then released to home fully recovered, this event occurred after the pt's first exposure to the psn membrane.